Manufacturer narrative:
(B)(4): product evaluation: analysis found that one of the ceramic plates is broken. The fragment has not been returned but it is not in patient contact. The electric insulation is not compromised. It has been clarified that ¿the ceramic plates are indeed a part of the jaws." (B)(4)

Manufacturer narrative:
(B)(6). Report sent to FDA: no. Date manufacturer received: february 23, 2015. Usage of device: reuse.

Event description:
It was reported that the device has a ¿broken ceramic¿. There was no reported patient impact. Analysis found that one of the ceramic plates is broken, and the fragment has not been returned.